Manufacturer narrative:
(B)(4), g2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 threads did not come off after cup insertion. The surgeon forcefully removed it, and the surgery was completed. There was no reported impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h6. Visual examination of the returned product identified the threads of the shaft visually appear undamaged. The device has indentations/gouges to the top flat surface. The anodized coating is worn off around the top flat surface and o.d. Including around the locking geometry feature(s). There are wear marks in and around the large and small hex features. No other damage was noted during visual evaluation. This device has an approximate field age of 6.5 years. Measurements were within specification. Unk curved inserter was not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.